Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit experienced a fiber optic failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit experienced a fiber optic failure.

Manufacturer narrative:
Additional contact information: (B)(4). A getinge field service engineer fse was dispatched to the site to evaluate the unit. He installed fiber optic board preformed unit checkout. Unit passed all functional and safety testes. Cleared for clinical use.

Event description:
N/a.